Event description:
The manufacturer received information alleging the ventilator had "low pressure". There was no pt arm or injury reported. The device has yet to be evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.